Event description:
An attorney alleges that the "patient suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed." The patient expired on (B)(6) 2008. A note from the patients physician states that the patient had "died from internal bleeding and his death was not likely related to his heart condition."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, not analyzed due to the involvement in a legal case. (B)(4) the proximal segment of the lead was returned, primary analysis revealed no anomalies found. Additionally noted was outer insulation was melted, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and primary analysis results revealed no anomalies found. Additionally noted was an outer insulation breach, outer insulation cosmetic depression, and apparent explant damage.